Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the left monitor and cleaned and regreased the high voltage candlesticks. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the left monitor would lose the live image during fluoroscopy. No pt injury was reported.